Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a damaged balloon. It was later reported via email on (B)(6) 2018 from (B)(6), that there was no missing pieces of the balloon.

Event description:
It was reported that the catheter fell out of the patient with a damaged balloon. It was later reported via email on 19 october 2018 from (B)(6), that there were no missing pieces of the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a balloon burst at the middle of the sac. No pieces of the sac were missing. The site of the burst appeared on the sac looked like it came from a sharp object and the edges of the burst area were not brittle, however it was observed that the sac was exposed to something that was damaging to the latex from outside. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex."